Event description:
Add'l info was received from the clinical study indicating approx. Two months post index procedure, the pt experienced a target vessel related non-q wave anterior myocardial infarction and thrombotic event at the proximal left anterior descending (lad). Troponin was <2; above upper normal levels. The thrombotic event was confirmed on angiogram. And the pt was complaint with the antiplatelet regimen. The pt refused surgery, therefore an add'l angiogram was performed in 2007, there was an eccentric lesion located at proximal part of the implanted cypher stent in the proximal lad with luminal narrowing of 70%. Intravascular ultrasound (ivus) revealed good stent apposition with intraluminal lesion, which could be neointimal hyperplasia of thrombus, and this was treated with balloon dilatation using a 3.0 and 3.4mm diameter balloons. The final result was good and the pt was discharged.

Manufacturer narrative:
This is one of two products being reported for the same event. Please reference mfg reports #: 9616099-2007-02584 and 9616099-2007-02585. Please note: deviceis distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.